Event description:
Philips received a complaint on the v60 ventilator indicating that there was a battery failed error code. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The field service engineer (fse) spoke with the customer who did not plan to move forward with the recommended repair of battery replacement. It was stated that the ventilator experiencing the issue was the demo unit used for education and teaching purposes only and was not used clinically on patients. The customer stated that they would remove the battery and the ventilator would only run off alternating current (ac) power. No further work was performed by philips to resolve the battery issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.